Event description:
On february 05th, 2025, we have been informed about a malfunction with a defibrillation electrode set at tames valley air ambulance in the UK. Schiller defibrillation electrodes catalogue number 0-21-0040 fred easyport rfid (model df87c) and schiller tempus ls defibrillator had been used. The initial report was stating that "the patient was in cardiac arrest. The defibrillator pads were applied to the patient, but they would not register on the defibrillator, the machine stated "attach pads". The pads only registered on the defibrillator if the healthcare professional pressed down on the pads (? Loose connection within the pads). The pads could therefore not be used. Spare pads were used, which worked immediately, but there was a short delay to defibrillation while the pads were changed (a shock had been advised)". On february 19th, 2025 we have received a filled in questionnaire. Within the questionnaire it was stated that the procedure was at patient's home address and the patient suffered a cardiac arrest. The patient position "was in supine position throughout treatment". The user was specifying that the packaged electrodes are "stored within housing on tempus ls device, tempus ls stored in sealed carry bag". No additional gel was used and no shock was delivered with defibrillation paddles. The defibrillation electrodes have been opened immediately before use. The schiller defibrillator was used in biphasic manual mode. The concerned female patient has been described as 42 years old and of 100kg weight. The patient was described as obese and the skin was described as white and normal cold skin. The patient skin was not cleaned, not cleaned, not shaven, not disinfected, not dried and no lotions or creams have been used. Further on it was reported that the defibrillation electrodes adhered well to the patient skin. The defibrillation electrodes have been applied apex and sternum . No patient injury or consequence for the patient health was reported. Therefore no treatment was necessary. Additionally it was stated at the end of the questionnaire that "no injury, pads not connecting to monitor from loose connection with cable at point it joins lateral pad". No further details have been disclosed.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. Also a skin adhesion test was performed on a test person using two electrodes. All tested electrodes were within limits, no failure could be detected. On february 26th, 2025 the involved device was received in an open pouch. It was disinfected and then inspected. A visual inspection of the defibrillation electrode set showed no obvious damage. The connector of the involved electrode set was also visually inspected. Neither damages nor deviations were visible. An electrical continuity test was performed using a multimeter to test for electrical continuity. One continuity test was performed to check the electrical continuity between the connector (pin apex and sternum pad) and the electrode (gel area of apex and sternum electrode). The sample was within limits. An electrical performance test was carried on. The involved electrode set was adhered onto the defibrillation test equipment fluke analyzer qed 6 defibrillator analyzer and connected to the schiller tempus ls defibrillator. The defibrillator was switched on and the pads have been recognized by the defibrillator. An ECG reading was performed and several shocks had been submitted to the test device. We have further investigated the involved defibrillation electrode sets at university hospital in innsbruck. Thereby an x-ray investigation was carried out on all metal parts of the defibrillation electrode set to determine if there is any breakage. No failure of the metalic components or cable breakage have been visible on the x ray pictures. Based on the provided information we only could speculate about a possible root cause. We do not know if the malfunction was caused by the missing skin preparation. However by attaching and releasing the first pair of defibrillation electrodes an indirect skin preparation has been performed (by removing dead cell and any other matter from the skin surface). After applying the second pair of electrodes skin impedance was within limits and the defibrillator has released the procedure. Anyhow this is only an assumption and based on the provided information, no conclusion can be drawn what might have caused the claimed problem.